Event description:
It was reported by the patient that she underwent a sling procedure. As soon as the sling was implanted, the patient was in constant pain, and needed further surgery three months later to make adjustments. Over the years, the patient has experienced constant urinary tract infections. She was diagnosed with fibromyalgia with a query on lupus. The patient took constant pain medication and can no longer function in normal life. The patient stated that she still had bladder problems and that the sling never worked. The patient stated she was told that the sling should be removed. Additional information has been requested

Manufacturer narrative:
(B)(4) - fibromyalgia; bladder problems; infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Resubmission with the correct file number. It was reported by the patient that she underwent the sling procedure on (B)(6) 2006. The patient states, ¿since then I have become so ill and disabled, that I can no longer walk without severe pain and am in constant pain. I had a partial tape removal one month ago, and have lab reports stating that my body was rejecting this eroding mesh. I have further surgery planned to remove more mesh, as the pain is crippling.¿ she reports that her life has been ruined because of having a sling inserted, along with my family life. If she was told of any of the side effects, she never would have underwent the procedure. Additional information was requested. (B)(4).